Event description:
Overdelivery reported. The pump was set to infuse an unspecified hydration fluid at an unspecified rate via primary line with a concurrent 250ml tagamet solution via secondary at 11 ml/hr. The primary fluid infused as programmed, but the secondary was reported to have completed within 9 hours.the expected infusion time for the tagamet was approx 22 hours. The pt did not experience any adverse effects. The pump was replaced.

Manufacturer narrative:
The reported problem could not be duplicated. The frequency of death or serioius injury for code 102 (overdelivery) for lifecare 5000 is approx 0.21/million sets.